Manufacturer narrative:
The distal end of the sheath has a broken ceramic beak. This type of damage to the ceramic beak is often caused by mechanical force with a hard surface or being dropped causing cracks in the ceramic material.

Event description:
Allegedly, during a holep laser ablation of the prostate procedure with bipolar resection, as the doctor was removing the sheath a piece of the ceramic tip fell inside the patient's bladder. The doctor successfully retrieved the piece using a grasper, with no harm to the patient; the case was completed with another instrument.